Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured below rated burst pressure. The procedure was completed with a different device. No patient complication were reported and the patient was doing well.